Event description:
It was reported that after t1 was deployed, t2 fell out simultaneously. Procedure was completed with a backup device. No significant delay or patient injury reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: "after t1 was deployed, t2 fell out simultaneously." T1 and t2 were not returned. A partial segment of suture was returned. It had been torn where t1,t2 would be located. The delivery needle is bent toward the right. The distal delivery curve has been bent and somewhat skewed. Per IFU: "do not bend the delivery needle. The depth limiter is bent and creased in the same locations. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". Functional test was still successful. The device cycled and actuated. No root cause related to the manufacture of the device was confirmed.